Manufacturer narrative:
The reporter indicated that there were two potentially associated lot numbers: ur16b09041 and ur16b15048. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a one-link non-dehp standard bore catheter extension set disconnected from the luer lock, leading to a leak. This occurred during infusion, and was reported to have resulted in "minimal" patient blood loss. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Suspected lots reported: lot# ur16b15048 was manufactured on 16feb2016 and lot# ur16b09041 was manufactured on 10feb2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection, the separation was observed. The reported condition was verified; however, the cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.